Event description:
Reporter alleged obtaining a discrepant blood glucose result of 254 mg/dl on her advantage system compared to the doctor's measurement of 127 mg/dl when testing was performed 1 minute a part during a routine appointment. No actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.